Manufacturer narrative:
Additional information was received that there was no loss of ventilation. There was no reportable malfunction. H3 other text : additional information was received that there was no loss of ventilation. There was no reportable malfunction.

Manufacturer narrative:
Ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The enhanced sensor interface board (esib) was replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - (B)(4).

Event description:
The hospital reported an error causing a loss of manual and mechanical ventilation and calibration error during pre-use checkout. There was no patient involvement.